Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, and with the assistance of technical support, successfully reset the malfunction code. The customer was advised to continue using the pump and to reach out if the malfunction recurred, which the customer understood and acknowledged.